Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the nc trek balloon catheter, resistance was felt with the yellow protective sheath and it could not be removed. The balloon catheter was not used in the procedure. Another nc trek was used in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.